Event description:
It was reported that the patient presented for lead revision procedure. It was noted that the right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.